Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was hanging after synchronization completed, and although the medical application launched, the station remained unusable. A technical support specialist (tss) restored a station database backup to preserve continuity of use and shrink the database and then rebuilt the station database and initiated a full synchronization, which repeatedly failed during item transaction processing. The tss attempted multiple recovery actions, including using a known workaround and coordinating replacement of the hard drive, but synchronization failures continued. Further investigation confirmed that the issue was caused by long-standing server database maintenance failures and disk corruption, which prevented proper data purge and caused excessive transaction growth on the device. Although a full data synchronization was eventually completed and the medical application launched, the device remained unusable due to database size and performance limitations. The tss documented all findings, recommended a full device restage and server remediation, and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was hanging after synchronization completed and the medapp launched, however, the station remained unusable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.